Event description:
Doctor indicate non-integration of lodi implant.

Event description:
Doctor indicate non-integration of lodi implant.

Event description:
Doctor indicate non-integration of lodi implant.